Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning as expected. The device remains in service, but the patient was booked for a revision procedure. No patient complications were reported. No further information has been provided to date.

Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning as expected. The device remains in service, but the patient was booked for a revision procedure. It was noted that a revision surgery was performed on (B)(6) 2024. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned artificial urinary sphincter (aus) components underwent a thorough analysis. The pump and balloon were returned. The pump was inspected, and no abnormalities were identified. This pump passed the leak testing. Upon examination of the balloon, visual and functional test was performed and did not pass. The pump did not show any signs of abnormalities and passed the leak testing performed. Based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Manufacturer narrative:
Update to block h6: evaluation conclusion code.

Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning as expected. The device remains in service, but the patient was booked for a revision procedure. No patient complications were reported. No further information has been provided to date.